Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 3 sensors with unspecified serial numbers, all 3 sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that 3 of the customer's adc freestyle libre sensors displayed "scan again in 10 minutes" message couple of times after 60 minutes of application followed by "replace sensor" message. However, the pharmacist did not report any adverse event associated with the reported issues. There was no report of death or permanent injury associated with this event.